Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, prosthesis does not inflate; this device was implanted & later explanted- dates unknown.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan otr pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed surface abrasion is noted on all tubes and all strain relief of the pump, and on the exhaust tube of cylinder #1 and cylinder #2. Partial separations within abrasion are noted on both exhaust tubes of the pump. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with the pump, cylinder #1, cylinder #2, or the reservoir. The information received indicated the device does not inflate, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.